Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol 3dmax. The patient is making a claim for an adverse patient outcome against the 3dmax. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with right inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax mesh. Per op notes, ¿an infraumbilical incision was made. A large indirect inguinal hernia sac as well as large lipoma was identified and dissected out of the internal inguinal ring. A 3dmax mesh was placed into the preperitoneal space and tacked to cooper¿s ligament with sutures.¿ (B)(6) 2017 - patient was diagnosed with infected right preperitoneal inguinal hernia mesh thereby underwent laparoscopic repair with partial excision of 3dmax mesh. Per op notes, ¿an infraumbilical incision was made. Omental adhesions in the right lower quadrant were taken down. The mesh was noted to be very well incorporated in the lateral aspect. Evidence of chronic infection with infectious fluid was noted. The mesh was detached medially from the cooper¿s and symphysis. The mesh was seen to be pulled laterally and it was very adherent. The mesh was cut close to the vessels and left small area of mesh attached to the vessel. The lateral part of the mesh was then resected. The mesh very well integrated was left undisturbed.¿

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol 3dmax. The patient is making a claim for an adverse patient outcome against the 3dmax. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."